Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer was hospitalized for a day in january due to a low blood glucose level at school. Customer was at school and her blood glucose was going low. The school nurse removed the battery from the device because she did not know how to operate the device. Customer was rushed to the hospital due to lows and treated with glucose through an IV drip. Customer's mother did not provide the blood glucose level at the time of admission or the exact incident date. Nothing further reported.